Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized in the ICU with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 427 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the patient's blood glucose level reached 300 mg/dl prior to boarding a flight. The patient's mother stated glucose readings were consistently high, rising to 390 mg/dl mid-flight, and reaching 427 mg/dl upon arrival. Symptoms reported include hyperglycemia and headache. The patient was treated with fluids and insulin and was instructed to remove the pod. Blood work and tests were performed, including x-rays, an EKG, urine analysis. Approximately five tubes of blood were drawn. The patient was first admitted to the ER and then transferred to the ICU. The pod was removed and discarded at the hospital.